Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-03327 addresses the navigator hd, while manufacturer report # 3005099803-2015-03387 and 3005099803-2015-03388 addresses the 2 flexiva laser fibers, manufacturer report # 3005099803-2015-03384 addresses the graspit forceps and manufacturer report # 3005099803-2015-03396 addresses the ureteral stent. It was reported to boston scientific corporation that a navigator hd, 2 flexiva laser fibers, a graspit forcep and a stent was used during a lithotripsy procedure performed on (B)(6) 2015. According to the complainant, towards the end of the procedure after breaking the stone, the physician attempted to place the stent and experienced difficulty in advancing. The deployment of stent was stopped and the physician injected a dye to check placement. It was then noted that the patient's ureter was perforated. The exact cause of perforation is unknown. Reportedly, there was no alleged malfunction noted to the devices. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.